Manufacturer narrative:
6/26/97-supplemental report #1 submitted to FDA.

Event description:
During a bcir procedure, the device locked on the tissue. The surgeon removed the device with manipulation with no pt injury.